Manufacturer narrative:
Additional information: d9, h3, h6. H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body of the twist clamp. There was evidence on the female connector indicating the insert chip was present. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a transfer set. It was further stated that the joint with the hand-changing potion was so tight that it could not be separated. This issue occurred after use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.